Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown. Product type: software product ID m977041a001 lot# serial# unknown. Product type: product ID hh9020tdd serial# (B)(6). Product type: section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and hydromorphone via an implantable pump. The indication for use was non-malignant pain. The patient reported that last night his bolus got knocked off the counter and bounced across the floor. The patient said the screen was shattered and there are a couple cracks in the screen and in the background there are white lines that are jittering back and forth like something is rolling up and down through the unit. The patient said the rubber piece that holds the device in the case was broken and he has been using his wife's hair clips to hold it in place. The patient stated they have the old 8835 ptm (personal therapy manager) and wondered if they can used that ptm instead of the handset because the handset takes forever to deliver a bolus and its two parts. The patient reported the handset gets stuck at 91% and stops and they have to wait to deliver the bolus. The patientstated that is how the device worked since they got it and they get 12 bolus a day. The p atient stated when they first get a refill the bolus goes very fast but after few days the bolus takes a long time. The agent assisted patient with clearing the data on the handset and close out all apps. A request was sent to the repair department to replace the handset and case.